Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy at 30 years old from essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy at 30 years old from essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: duplicate case found for same patient. All the information, source document and references of deletion case (2020-070517) transferred into retention case (2019-234796). New reporters were added from deletion case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("hysterectomy at 30 years old from essure") in a 30 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1276 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: new essure removal date received: 01-nov-2016. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-jul-2023: new reporter (lawyer) added, essure start and removal date updated and patient's date of birth provided. Imdrf codes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("hysterectomy at 30 years old from essure") in a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial disorder on (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1249 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: new essure removal date received: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on 28-nov-2016: diagnosis: cervix, uterus, bilateral fallopian tubes and ovaries. A. Cervix with no specific pathologic change, no squamous intraepithelial lesion seen b. Uterus with proliferative type endometrium and wire coil within left cornu, no atypia or malignancy seen c. Bilateral fallopian tubes with no specific pathologic change d. Bilateral ovaries, one with corpus luteum, with no specific pathologic change. Clinical information: menometerorhagia, endometriosis by laparoscopy, chronic pelvic pain, history of essure, history of celiac disease , depression, obesity. Gross description: protruding into endometrial cavity from the left cornu is a segment of coiled wire grossly consistent with an essure wire. The first segment of fimbriated fallopian tube is 4.6 cm long and averages 0.9 cm in diameter. The second segment of the fimbriated fallopian tube is 4.5 cm long and averages 0.9 cm in diameter. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 14-sep-2023: reporter information,medical history,lab data,indication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("hysterectomy at 30 years old from essure") in a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometrial disorder on (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1249 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: new essure removal date received: on (B)(6)2016. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2016: diagnosis: cervix, uterus, bilateral fallopian tubes and ovaries. A. Cervix with no specific pathologic change, no squamous intraepithelial lesion seen b. Uterus with proliferative type endometrium and wire coil within left cornu, no atypia or malignancy seen c. Bilateral fallopian tubes with no specific pathologic change d. Bilateral ovaries, one with corpus luteum, with no specific pathologic change. Clinical information: menometerorhagia, endometriosis by laparoscopy, chronic pelvic pain, history of essure, history of celiac disease , depression, obesity. Gross description: protruding into endometrial cavity from the left cornu is a segment of coiled wire grossly consistent with an essure wire. The first segment of fimbriated fallopian tube is 4.6 cm long and averages 0.9 cm in diameter. The second segment of the fimbriated fallopian tube is 4.5 cm long and averages 0.9 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy at (B)(6) from essure') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.